Event description:
Boston scientific crm received information that the patient reported the power brick for the communicator was hot to the touch and smelled like it was burnt. The communicator had no power to it. No adverse patient effects or injuries reported. No longer in service.

Manufacturer narrative:
After analysis the allegations from the field were confirmed. The power brick was found to be excessively hot and the outside of the case had melted and become deformed.